Event description:
A consumer reported seeing scattered light around bright lights following bilateral intraocular lens (iol) implant surgery. The consumer reported the symptoms were present before the iol implant surgery and they improved for a short time following the procedures. A yag laser procedure was performed for posterior capsule opacification, but the symptoms returned following the procedure. The consumer also reported burning and "smarting" eyes. The surgeon reported the consumer was seeing rotating radial lines day and night as well as seeing increased floaters. In a follow up, the surgeon reported the event continues. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/16/2009 and 12/01/2009 by phone, fax, and mail. A completed questionnaire was rec'd on 11/20/2009. (B) (4). (B) (4). (B) (4).